Event description:
Event description cpi received information indicating this implantable cardioverter defibrillator (ICD) was replaced because the patient needed to be upgraded to a ddd pacemaker. There were no allegations relating to the performance of the ICD.